Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: creases are observed. Wear abrasion is observed. One opening on side radius side assessed surgical damage. White particles calcification-like were observed on the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional later provided the baker grade to be IV. Healthcare professional later also reported removal due to "voluntary recall (asymptomatic patient )". Device has been explanted and replaced.

Event description:
Healthcare professional later also reported removal due to "voluntary recall (asymptomatic patient)". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device remains implanted.